Event description:
It was reported that the user experienced an insulin delivery occlusion associated with a prior unexplained hyperglycemic event reported at 401 mg/dl, and the alert had been cleared following a supply change completed with an agent using the ilet system. Investigation of this case revealed that the specific cause of the hyperglycemia and occlusion remained unclear, with no confirmed device component failure identified. No clinical symptoms associated with hyperglycemia reported. Outcomes included no medical intervention or hospitalization. Investigation included review of the reported occlusion and device use details. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.